Manufacturer narrative:
Per a good faith effort (gfe) response, it was confirmed that patient desaturation had occurred, but the patient's condition was stable. Additionally, after reviewing the provided diagnostic report (drpt), it was confirmed that error code (ec) 1101 ventilator restarted due to anomalies detected during operation had occurred with ec 3007 software exception five seconds before patient ventilation was restored. Per the service manual, if ec 1101 occurs in conjunction with ec 3007, no action is required. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shutdown. It is unknown if the device was in clinical use when the issue was identified. There was no report of harm. The investigation is ongoing.